Event description:
It was reported that this right atrial lead was explanted due to an unspecified product performance issue. A new lead with different model was implanted. No additional adverse patient effects were reported.